Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump over delivered. The blood glucose reading at time of call was 100mg/dl. Reviewed the alarm history and found several low reservoir alarms. Troubleshooting was declined as customer stated that she will eat a high carbohydrate meal just in case the insulin was delivered. The customer called back and stated that her blood glucose did not go down; instead it went up after eating and not giving herself a bolus. Assisted the customer to run the displacement test and passed. No further information was provided.